Manufacturer narrative:
Initial reporter phone no. (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation. Due to lack of sample, the reported condition could not be verified. However, the cause has been assessed as a design related issue. The product is supplied by a third party. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that during treatment with a prismaflex st150 set c, a broken venous male luer connector was observed while disconnecting the venous line with the effluent bag. There was no patient injury or medical intervention associated with this event. No additional information is available.